Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was deployed. A pre-deployment angiogram was performed. Three to four hours post deployment when the patient was still on bedrest, the blood pressure dropped and the patient went into shock. An ultrasound detected a retroperitoneal hematoma. The patient was transfused with 200cc of blood. Vasopressor was also given (dose unknown). The patient recovered and was discharged later.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs ther user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.